Event description:
Patient reported that, in 2003, they experienced elevated blood glucose (values not provided), which persisted for several days. Patient stated that, on the morning of 5 days later, their blood glucose measured 580 mg/dl. They self-treated by programming a 25u bolus of insulin, and then sought treatment, for hyperglycemia, at the hospital. Patient indicated that, upon arrival at the hospital, they were given an insulin drip, and treated for dehydration. They were released from the hospital at 1:00 pm, the same day.